Event description:
On 11 november 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that after an otherwise successful deployment, a portion of the delivery handle broke with no impact on the deployed implant. On (B)(6) 2023, investigation of the returned device confirmed that a portion of the device had been damaged. While all material could not be definitively accounted for, it is unlikely any material was implanted into the patient. No patient harm or injury was reported.